Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device emitted beeping tones. Upon analysis it was confirmed that the device showed a premature battery depletion (pbd) behavior. This device remains in service. No additional adverse patient effects were reported.